Event description:
It was reported to tyco healthcare/kendall in 03/2005 that a customer had a problem with chest tube drainage system, product code unknown. The customer stated "pt with chest tube was found to have respiratory distress and chest drainage system tubing wrapped around their leg and disconnected from the chest tube system.